Event description:
International affiliate reports the surgeon was using a standard implant holder to insert the cougar cage laterally onto the l5 s1 disc space via an anterior to psoas approach. During insertion it was noticed that the cage gave way during impaction into the disc space. When the implant holder was removed and its threaded tip was examined, the cage¿s cfrp material was found between the threads of the holder. It appears that during impaction, the threads of the cage were torn by the implant holder. The cage was implanted and there were no adverse consequences to the patient. Reports this happened on one previous occasion although they could not determine the cause. The surgeon was unable to explain the tactile changes and no complaint was submitted.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Cage was implanted.

Manufacturer narrative:
The ant I/f cage 5deg peek small 8x12 [product code: 1732-10-112] was not returned for evaluation as it remains implanted in the patient. A device history record (DHR) review could not be conducted as the lot number is unknown and it remains implanted in the patient. A review of the complaint trend analysis found no related complaints reported for issues of this nature. The root cause for the ant I/f cage 5deg peek small 8x12 could not be identified as product sample was not returned for evaluation as it remains in the patient. As there have been no observed systemic trends the complaint will be closed with no further action required.